Event description:
It was reported "suspected iab rupture. Helium loss 2 alarms every 1-2 minutes. Iab was reportedly inserted without difficulty but immediately received repeated "possible helium loss 2" alarms. Leak test completed and iab positive for leak. Iab removed. The physician elected to replace it with a competitors iab". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00452.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed biohazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted bent/kinked at approximately 72.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos yellow jacket cabling was cut near the iab bifurcate. The remaining length of the fos cable including the fos connector was not returned. The customer submitted photos were reviewed. The pictures show the alarm history of the pump with multiple helium loss alarms, which is consistent with the reported complaint. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no fiber breaks were noted. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, the external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 72.9cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of leak suspected is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported, "suspected iab rupture. Helium loss 2 alarms every 1-2 minutes. Iab was reportedly inserted without difficulty but immediately received repeated "possible helium loss 2" alarms. Leak test completed and iab positive for leak. Iab removed. The physician elected to replace it with a competitors iab". No patient innjury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR #: 3010532612-2025-00452.